Event description:
The customer reported to philips healthcare that the heartstart xl failed to turn on. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.